Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 6/4 amplatzer duct occluder ii (lot#6736010) was selected for implant in a (B)(6) year old male. During the procedure the device was determined to be too small and was removed from the patient and exchanged for a 6/6 amplatzer duct occluder ii (lot#7481147). The 6/6 amplatzer duct occluder ii was released from the delivery cable and seconds later the device embolized into the patient's ventricular outflow track. According to the physician this did not cause any patient issues. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The following monday, the patient underwent elective mitral valve surgery. The embolized device was removed and the defect was surgically closed. The patient is currently stable.

Manufacturer narrative:
Additional information for: d7, g4, g7, h2, h3, h6, and h10. An event of amplatzer duct occluder ii embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report was submitted under the incorrect product code. The correct product code is mae.